Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: the keypad was found to be intact; there was no damage visible. The up arrow, down arrow and contrast buttons were found to be intermittently unresponsive during testing. The ok button responded properly. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow, and contrast button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display. A test screen was inserted and was found to function properly. During investigation, the audio bolus button cover was observed to be torn but still responded properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow keypad buttons were intermittently responsive after exposure to moisture. Reportedly, the keypad was peeling and lifting. There was no evidence of moisture in the pump. The reporter indicated that the tactile changes had occurred prior to the damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.